Event description:
Two head ring screws broke while the patient was wearing the head ring.

Manufacturer narrative:
Multiple attempts have been made to obtain details of the reported incident from the reporter. No information has been provided. An evaluation was performed based on photographs of the samples that were provided by the reporter. Based on the location of the break on the screw it was determined that the user extended the screw past the limit in the manual. Over-extending the screw makes it susceptible to breakage. The cause of the breakage is determined to be user error. A letter stating our findings and recommeded usage of the device has been sent to the customer. No further action will be taken at this time.